Event description:
It was reported that the patient had been feeling increased pocket stimulation as the lead has been programmed in unipolar mode for a number of years. There have also been low impedance warnings and the capture thresholds have increased slightly. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.